Event description:
The device was received at headquarters. During a normal repair service a leaking rondo 3 battery with damaged housing was discovered. Therefore contact to battery chemistry would be possible. However, it was reported the user did not get in contact with any electrolytic substance.

Manufacturer narrative:
Failure analysis will be submitted as a follow up report. The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Failure analysis will be submitted as a follow up report. The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at headquarters. During a normal repair service a leaking rondo 3 battery with damaged housing was discovered. Therefore contact to battery chemistry would be possible. However, it was reported the user did not get in contact with any electrolytic substance.

Manufacturer narrative:
Conclusion: according the information received, the device was returned due to being non-functional. During the repair process of a rondo 3 audio processor a destroyed housing and a leaking battery was detected. It can be assumed that the damage to the rechargeable battery inside is caused due to mechanical stress. Additionally, it was reported the recipient did not get in contact with any electrolytic substance. This is a final report.

Event description:
The device was received at headquarters. During a normal repair service a leaking rondo 3 battery with damaged housing was discovered. However, it was reported the user did not get in contact with any electrolytic substance.